Event description:
Whilst cleaning the femoral canal, the reaming tip separated from the shaft. Despite attempts from the surgeon in charge to recover it, the tip was unretrievable.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because our product, ball reamer, is also marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.